Manufacturer narrative:
Analysis of the catheter body found dried drug, blood, or foreign material occlusion. The complete catheter was returned. Initially there was an occlusion noticed during the decontamination procedure, but the occlusion was easily broken loose. Pressure testing did not show any holes in the catheter. The sc connector was attached to a test fixture in the analysis lab and no leaking was seen. The returned sc connector was attached to 3 different pumps. In each case the connector made a robust connection to the pump. Eval code, conclusion code is being updated for this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8780, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: catheter.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving lioresal 2000mcg/ml at 415mcg/day via an implantable pump. The indication for use was intractable spasticity. It was reported that the patient came to the or (operating room) for a pump revision due to baclofen withdrawal. The sutureless connector was found to be disconnected from the pump. The existing pump segment was removed and replaced with a new pump segment. The issue was resolved at the time of the report and the patient status was noted as ¿alive, no injury¿.

Event description:
Additional information received reported that the troubleshooting performed related to the baclofen withdrawal was unknown and the cause of the sutureless connector disconnecting from the pump was not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.